Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump speaker barely made any sound. They stated that this resulted in the caregiver not hearing the pump alarming and approximately a 7 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmdg did follow up with the initial reporter, who stated that they were able to restart the device in the morning and that the patient did not have any adverse effects due to the complaint. No other information was provided. (B)(4).

Event description:
The initial reporter stated that the pump speaker barely made any sound. They stated that this resulted in the caregiver not hearing the pump alarming and approximately a 7 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmdg did follow up with the initial reporter, who stated that they were able to restart the device in the morning and that the patient did not have any adverse effects due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the speaker had failed. The alarms did still alarm when expected, but they were unable to do so audibly. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.